Event description:
Event details: I used the test and got a negative went to the doctor got a positive 1 hr later. ID like a refund.

Manufacturer narrative:
Customer is claiming false negative for covid-19 because they tested negative for covid-19 using the ihealth covid-19 antigen rapid test, then tested positive at the doctor an hour later. The type of test performed at their doctor was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.